Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2018. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection and erosion. No further patient complications have been reported as a result of this event.